Event description:
There is no additional information.

Manufacturer narrative:
Review of the most recent repair record determined that the unit was out of calibration and failed the pre-repair test and so an overhaul was done due to the reported event and the motor, motor sleeve, bearings, poppet housing, swivel, hinge throttle, and associated parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit had seized during surgery. No harm or delay occurred during the event. No adverse events were reported as a result of this malfunction.